Manufacturer narrative:
Other relevant device(s) are: product ID: 9735772, serial/lot #: unknown, ubd: unknown, UDI#: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that there was a yellow light on the camera. There was no patient present when this issue was identified. An update was provided that the cart-to-cart cable was damaged. The cable was unplugged and now it was not possible to get it back in the port.

Manufacturer narrative:
Additional information: lot number for product ID: 9735772 is 181204. A medtronic representative went to the site to test the equipment. Testing revealed that parts were replaced. The system then passed the system checkout and was found to be fully functional. The cable was returned to the manufacturer for analysis. Analysis found that one of the connectors on the returned cabled had two broken and missing pins. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.